Manufacturer narrative:
Device failure occurred, but appears to be related to explant damage.

Event description:
Reporter indicated that during a patient's vns generator replacement surgery due to end of service, it was noted there were two cuts in the lead after the lead pin was accidentally pulled out of the generator header. It was unknown if the lead cuts occurred during the surgery or were present prior to the surgery. The lead and generator were replaced. Diagnostics with the new lead and generator were within normal limits. The patient had no trauma and did not manipulate the vns. High lead impedance was not believed to have occurred prior to the surgery. The explanted generator and lead have been returned for analysis. The generator analysis did not reveal any anomalies. Analysis of the lead is still pending. Attempts for further information are in progress.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Product analysis of the vns lead was completed. A possible explant-related break was identified in the positive coil. Scanning electron microscopy images of the positive coil show that a stress-induced fracture (due to rotational forces) occurred on the coil wires. Although not conclusive, it appears this observed condition is the result of the explant procedure. Also, inspection of one of the strands suggests pitting or electro-etching conditions have occurred on the strand. Review of the generator "as-received" condition suggests the device likely remained on post explant. Also, the strand shows mechanical distortion at the torn end. The exact point in time of when this occurred is unknown. Setscrew marks were seen on the marked and unmarked connector pins providing evidence that proper contact between the setscrew and the connector pins existed. Note that since a significant portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no product-related anomalies were identified in the returned lead portion. Attempts for recent vns diagnostics information were unsuccessful, as diagnostics were not performed at the patient's last office visit on (B)(6) 2012.